Manufacturer narrative:
Complaint conclusion: as reported, the indicator of a 5f exoseal vascular closure device (vcd) did not turn black, and the collagen remained inside the tube. The trigger rings remained open, which caused pain during the removal of the device. Manual compression and a compression bandage were required. The device was stored and prepared per the instructions for use (IFU). There were no signs of damage to the device or packaging before use. It was also impossible to activate the device even when empty. A 5f unknown catheter sheath introducer was used. The femoral puncture site involved a direct approach with no noted difficulties. The insertion angle was respected during the procedure, although vessel diameter was not confirmed to be =5 mm. There were no signs of visible calcium or plaque, vessel tortuosity, nearby stents, or significant stenosis based on visual assessment (no ultrasound performed). There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using exoseal. The exoseal vcd was used during a cerebral arteriography procedure via a retrograde approach. The doctor has ten years of experience with exoseal. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18428204 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator and pain¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Pain and/or discomfort is a distressing feeling often caused by intense and/or damaging stimuli. In medical conditions, pain is regarded as a symptom of an underlying condition. Pain is symptom. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator of a 5f exoseal vascular closure device (vcd) did not turn black, and the collagen remained inside the tube. The trigger rings remained open, which caused pain during the removal of the device. Manual compression and a compression bandage were required. The device was stored and prepared per the instructions for use (IFU). There were no signs of damage to the device or packaging before use. It was also impossible to activate the device even when empty. A 5f unknown catheter sheath introducer was used. The femoral puncture site involved a direct approach with no noted difficulties. The insertion angle was respected during the procedure, although vessel diameter was not confirmed to be =5 mm. There were no signs of visible calcium or plaque, vessel tortuosity, nearby stents, or significant stenosis based on visual assessment (no ultrasound performed). There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using exoseal. The exoseal vcd was used during a cerebral arteriography procedure via a retrograde approach. The doctor has ten years of experience with exoseal. Other procedural details were requested but were not provided. The device will not be returned for evaluation.